Event description:
Report of under-delivery: no patient information. See report of laboratory summary.

Manufacturer narrative:
Pcb controller board the lab could not perform the delivery test due to component failure on the pcb controller board. The following were confirmed: f1 and f2 fuses were blown due to r1 failure resulting in no ac power and an inability to recharge the battery. A product problem has been confirmed and has been determined to be likely to result in a serious injury or illness, should it recur. Ross standard procedure includes attempting to obtain all required information from the source.